Event description:
Patient called alleging high readings on the lfs meter compared to the lab. Patient mentioned that they had obtained a reading of 421, 458 and 475 on the lfs meter. The technique of applying blood on the test was done properly. Patient did not experience any symptoms at the time of testing. Patient contacted emergency services and went to the emergency services and went to the emergency room. A lab test was done; however, patient does not recall the reading. No treatment as given to the patient at the emergency room. Time difference between they meter and the lab was greater than 30 minutes. Check strip test passed. Test strips were in good condition and not expired. Control solution test failed twice.